Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#n4e2150y); unk-sigadapt, unknown signia egia adapter (snunknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were issues with the reload prior to firing, specifically involving the jaws. The problems included difficulty closing the jaws and the jaws not closing at all. There was no patient involvement.

Event description:
It was reported that during the procedure, prior to patient contact, there were issues with the reload, specifically involving the jaws. The problems included difficulty closing the jaws and the jaws not closing at all. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, fdp and imf codes were updated correction: a1 was removed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.